Event description:
The customer received questionable results for 13 samples on multiple assays. Of those 13, it was determined that 1 sample had erroneous creatinine jaffe gen.2 (creaj) results, 1 sample had erroneous calcium gen.2 (ca) and creaj results, and 2 samples had erroneous ion selective electrode (ise) sodium (na) results; for a total of 4 samples that had erroneous results that were reported outside of the laboratory. The customer indicated the issue occurred following monthly maintenance. The reaction cells and lamp were changed. The customer noticed several low results for creaj and received multiple warnings from their lis. Once they noticed the low results, the customer reran the samples on their other cobas 6000 c501 (c501) to generate the repeat results. When dayshift came in, they changed the lamp and cells again and performed a cell blank, ran controls and performed multiple precision runs. Dayshift noted water on top of one of the ultrasonic shields before the cells were changed. They also found that one of the shields was loose over the ultrasonic mixers. After the steps performed by dayshift, the instrument was running normally. The customer believes a cell blank was performed after the first cell change, but could not find the print out. The nightshift indicated they ran controls prior to starting their patient runs. All of the patients were inpatients and the samples were spun and de-capped on the modular pre-analytics instrument (mpa). Patient 1 had an initial na result of 128 mmol/l; which was reported outside of the laboratory. The sample was repeated on another c501 instrument and generated a repeat na result of 138 mmol/l. The customer deemed the repeat results to be correct and issued amended results. The patient's current condition was requested, but the customer did not have access to this information. Patient 2 had an initial creaj result of 0.28 mg/dl, which was reported outside of the laboratory. The sample was repeated on another c501 and generated a repeat result of 1.25 mg/dl. The customer deemed the repeat result to be correct and issued amended results. There was no adverse event. Patient 3 had an initial creaj result of 0.50 mg/dl, and an initial ca result of 6.3 mg/dl; both of which were reported outside of the laboratory. The sample was repeated on another c501 and generated a repeat creaj result of 0.97 mg/dl and a repeat ca result of 8.4 mg/dl. The customer deemed the repeat results to be correct and issued amended results. There was no adverse event. Patient 4 had an initial na result of 129 mmol/l, which was reported outside of the laboratory. The sample was repeated and generated a repeat na result of 137 mmol/l. The customer deemed the repeat result to be correct and issued amended results. There was no adverse event. The lot number of the creaj reagent in use was 68411101, with an expiration date of 02/28/2015. The lot number of the ca reagent in use was 69275401, with an expiration date of 12/31/2014. The lot number for the na electrode in use was u6302. The expiration date was requested, but was not provided by the customer. The field service representative (fsr) found that there was a contamination of the samples. The fsr indicated the customer found the ultrasonic mixer (usm) cover was not properly installed and was touching the top of the reaction cells, and caused cross contamination of the samples. The customer installed a new lamp and reaction cells. The fsr performed a mechanism check and checked the probe alignments and rinse levels; they were all ok. The fsr adjusted the cell blank water. The customer performed calibration and qc, to their specification. The fsr performed a precision check, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.